Event description:
It was reported that the patient presented to the clinic after receiving a patient notifier alert. The pulse generator exhibited backup vvi operation and could not be interrogated. On (B)(6) 2014 the device was explanted and replaced.

Manufacturer narrative:
Final analysis found an integrated circuit anomaly which contributed to the reported backup anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.